Event description:
Ventilator went vent inop, and alarmed. There was no pt involvement. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service technician confirmed the ventilator went vent inop due to an exhalation motor error. The service technician replaced the exhalation valve. Extended self testing (est) was performed and the ventilator passed per operating specifications.